Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported rupture and also " the implants have also given problems with symptoms of breast implant illness". The related to the left side. Device has been explanted.